Manufacturer narrative:
H6: correction: added a0904. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gast rointestinal/ pelvic floor regarding an external device. It was reported that the patient was getting poor communication when trying to turn off stimulation for an MRI scan. They were using the programmer by itself with no antenna. They mentioned the programmer was not powering on initially when they tried to use it, but that was resolved by replacing the programmer batteries. They continued getting poor communication despite repositioning the programmer and powering it off and back on, then attempting communication again. They were not sure if the implant was working/if therapy was still on. They could not increase stimulation up or down either. When asked if they were getting 50% reduction in symptoms, they stated they did not know. An email was sent to repair for a programmer replacement and the patient was redirected to their healthcare provider if the programmerreplacement did not resolve the issue. The patient mentioned their MRI appointment was for thursday. The process to coordinate an appointment with a manufacturer representative if needed was reviewed. The issue was not resolved through troubleshooting. There were no patient symptoms or further complications reported at this time. Additional information was received from the patient. The patient said she is feeling nothing, and she tried turning it up and felt nothing. The patient did not know when this started. Patient wants to make sure the stimulator is shut off to have an MRI. Patient didn't have an antenna. The patient put the patient programmer right over the stimulator but all she was getting was poor communication. The issue was not resolved through troubleshooting. The patient was advised to call back for troubleshooting. No further complications were reported.